Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the contacts on the battery cap are neither missing nor damaged and the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring: black , customer response: cx mom called as cx got the blank display after doing swimming display: blank, frozen, partial screen, flashing/solid white screen t/s per (B)(4). Details of what led up to event: swimming. Unit perform visual inspection and pump received with pillowing keypad overlay and cracked select button keypad overlay. Test reservoir, p cap lock properly inside the reservoir tube. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to moisture damage/corroded at the keypad flex connector. Unable to download pump history file and power management graph due to no button response. Unit was cut, open and inspected and found corroded, moisture damage inside the pump. Unit passed the keypad voltage test. Unit received with no blank display anomaly. However, unit received with no button response due to corroded/moisture damage at the keypad flex connector. Unit was confirmed for no button response. Not confirmed blank display.